Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, informing the customer about the updated software and available training, and instructing on the return process for the problematic pump. Customer acknowledged the steps and will continue using the current pump until the replacement arrives.